Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had down button stick. Customer stated that the insulin pump had unexplained no delivery alarm and the screen dim. Customer also stated that the backlight does not stay on. The insulin pump will not be returned for analysis.